Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a component disengaged from the device into the surgical cavity and the device broke. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operative a hernia procedure, the stapler did not fire. It was also noted that some clear plastic fell into the patient's cavity but was retrieved with a grasper. The second device broke and a piece fell into the cavity and was also retrieved. Surgeon used another stapler to resolve the issue. There was no patient injury.